Event description:
"S/p b sq mastx for ductal hyperplasia with n/a transposition. Fh - breast ca and pt had one prior bx on l; pt had b surgitek 285cc sq gel reconstructions. C/o development of contracture 6 wks postop which was rx'd with closed capsulotomy 1 yr later but reoccurred. Denies h/o trauma otherwise and is not sure if there has been a decrease in size. Pt also c/o systemic probs, including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias (r hand), chronic fatigue, sleep disturb, swollen glands, hot flashes, sweats, chills, headaches, visual disturb, dizzy spells, memory probs, hair loss, oral sores, rashes on exposure to sun, sens sun, sob, htn, wgt gain, increased cholesterol, gi disturb, easy bruising."